Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to the failure of single point load cell #1, likely attributed to failed component(s), or mishandling, such as a drop. A review of the archive data showed several ua07 messages around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell #1 was replaced to remedy the complaint. Subsequently, the platform passed the load cell characterization test. Following service, the autopulse platform passed the 15-minute run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).